Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-08756 and 2134265-2015-08758. It was reported that stent thrombosis and chest pain occurred. The target lesion was located in a coronary artery. A 2.50 x 24, 2.50 x 16, and 2.50 x 8 synergy ii drug-eluting stents were implanted to treat the lesion. However, within an hour after the stents were deployed, the patient complained of chest pain. The patient was brought back to the catheter laboratory and it was noted that there was thrombus or clot in the stents. Subsequently, a 2.5 x 8 and 2.25 x 16 synergy drug-eluting stents were implanted to treat the event. No further patient complications were reported and the patient's status was fine.